Event description:
The manufacturer received information alleging a ventilator service required alarm condition occurred. There was no harm or injury reported. The alarm was not duplicated by operational checking performed. A record of e-217 was confirmed in the error log. There was no abnormality confirmed and it has been determined that the error was generated by an external factor.